Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the transcatheter aortic valve evfxplus-26, the valve was successfully loaded and implanted. After full deployment, the c-paddle remained attached to the delivery catheter system within the paddle pocket, and despite the indication that the c-paddle was not free, the implanting physician withdrew the non-medtronic guidewire slightly. At that moment, the valve dislodged from an annular position to supra-annular. The patient experienced a drop in blood pressure and hemodynamic instability, requiring immediate cardiopulmonary resuscitation and intubation. A snare was inserted but was unsuccessful in capturing the valve paddle. Subsequently, a 24 mm non-medtronic balloon was used to dilate the valve, anchor it, and reposition it into the ascending aorta, advancing the valve just proximal to the brachiocephalic trunk. Resuscitation was performed for approximately 20 minutes, after which return of spontaneous circulation was achieved. Following hemodynamic stabilization, a balloon-expandable valve from another manufacturer was successfully implanted.

Manufacturer narrative:
Updated data: h6. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.